Manufacturer narrative:
The meter was requested and has been returned to the manufacturer. The confirmation investigation found the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited information provided, the root cause of the discrepant values cannot be determined. It is unknown how much time elapsed between the comparison of the two meters. Environmental conditions, testing practices and medical conditions may have contributed to the discrepant readings. Insulin may have contributed to the event. No corrective action will be implemented because the meter is operating within specification. The information associated with this event will continue to be trended.

Event description:
The reporter states the target up&up meter is too high and not consistent with how she is feeling. She performed two tests with the target meter (123, 126 mg/dl). The customer was feeling sick as if she was really low. She then tested with her back-up mini med meter and received 48 mg/dl. Testing procedure was reviewed and the caller is testing correctly.